Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the e-sep pencil tip burned through the drape and the patient received a minor blister in the rib cage area. No further information was provided.

Event description:
It was reported that during a surgical procedure, the e-sep pencil tip burned through the drape and the patient received a minor blister in the rib cage area. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete.